Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009. Approximately 9 years and 4 months later the patient underwent a computed tomography (CT) scan of the abdomen and pelvis. The imaging identified that the ivc filter had tilted and perforated. Approximately 1 month later the patient visited the [medical facility] where it was stated that the ivc filter was irretrievable. Approximately 4 months later, the patient visited the [medical facility] for a second opinion. Approximately 1 month later the patient underwent surgery to remove the ivc filter. The filter was only partially removed. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, vena cava perforation, embedded, tilt, pain, depression. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to left iliofemoral venous thrombosis. Patient is alleging fracture, vena cava perforation, and tilt. Patient further alleges "[patient] suffers from pain and struggles with the fact [patient] still has a piece inside [patient] body." Depression, on (B)(6) 2019 successful retrieval report. Per computed tomography report, "there is an ivc filter with one of its metallic legs extending beyond the ivc and anterior to the aorta as well as projects in or adjacent to the small bowel. There is an aorta iliac stent graft identified." Per retrieval report, "the co-axial cook retrieval sheath was then advanced to the level of the ivc filter as visualized on fluoroscopy. Contrast venography was performed, and there was no thrombus within the vena cava, vena cava filter or iliac veins, a loop snare was then used to retrieve the ivc filter into the smaller of the two co-axial sheaths. The sheath and filter were then removed together leaving the larger sheath in place. Completion venogram showed no evidence of large extravasation of contrast or thrombus. Small extravasation resolved on repeat venogram minutes later. Inspection of the cava and devise showed a 1 cm length tine embedded in the wall of the left side of the cava with mobility. It was decided to leave this small remnant behind due to risk of caval laceration."